Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed graft anastomosis lesion was located in a calcified and tortuous left internal mammary artery to left anterior descending artery graft. The 12mm lesion was predilated with both 2.0x12mm and 2.5x12mm apex balloons with difficulty. A 2.0mm flextome cutting balloon was advanced to the lesion but could not cross. A 2.0mm non bsc cutting balloon was able to cross the lesion. A 2.50x20mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. While attempting to remove the device, it caught on a 8f bsc guide catheter and the stent dislodged at the end of the guide catheter. In order to remove the dislodged stent, the guide catheter, guidewire and delivery system were removed together. The procedure was completed with angioplasty. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.